Manufacturer narrative:
The sample device has been received for eval. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted with the results of the investigation and the status of pt. (B)(4).

Event description:
As reported by the end user in (B)(6), during a pci procedure, the physician noted that after a few injections of contrast, air entered the fluid management system. The reported defective device was disposed of by the end user facility. The end user will return for evaluation, new unused product of the same lot. It was not reported if there were any pt complications due to this event. The condition of the pt is unk.